Event description:
The spiderfx advanced over the wire successfully, and then removed. The spiderfx was then advanced to the target area and when the physician pulled the catheter, the filter did not deploy. After removing the catheter, it was found that the catheter was broken into two pieces. The physician retrieved the catheter segment by pulling the spiderfx wire out gently with the catheter segment together. All pieces were removed. The physician then completed the procedure.